Manufacturer narrative:
No mp1000 china sample was available for investigation; furthermore, the lot number was not provided to assist the investigation. However, the customer reported that "when the infusion set and the connector were separated, the rubber plug was difficult to rebound and could not rebound normally, the connector was removed before it could rebound to its original position". Additional information also reported that the event occurred "after the infusion was finished, it was found that the stopper was very difficult to push back in" and it was after infusion of "chemotherapy drugs ... In the haematology centre venous catheter". The connecting product was a "domestic kdl infusion set screw connection". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience as the piston was observed to be recessed within the maxplus housing. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: when the infusion set and the connector are separated, the rubber stopper cannot rebound normally. It can only rebound to its original position after the connector is removed. Quantity: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.